Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. It was specified that the tip of the profile was compromised during negotiation however there were no issues noted with the profile of the tip. The crimped stent was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion profiles length. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The totally occluded, 16x3.5mm, with a >45 and <90 degree bend target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After pre-dilation of a 2.5x8mm balloon catheter, a 20x3.50mm synergy¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was noted that the tip of the stent was compromised during negotiation. The procedure was completed with implantation of a 20x3.50mm promus element stent. No patient complications were reported. The patient's status was stable and patient has recovered well.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The totally occluded, 16x3.5mm, with a >45 and <90 degree bend target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After pre-dilation of a 2.5x8mm balloon catheter, a 20x3.50mm synergy¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was noted that the tip of the stent was compromised during negotiation. The procedure was completed with implantation of a 20x3.50mm promus element stent. No patient complications were reported. The patient's status was stable and patient has recovered well.